Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent or occluded cannula, pod failing to alarm or to determine if these have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016. Using the pod 5 / page 55 warning: if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod. Checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose level reached high (>500 mg/dl) while wearing the pod between 24 and 36 hours. He stated the cannula was bent, there was a clot in the cannula and the pod failed to alarm.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg (blood glucose) was found.